Event description:
A patient reports being unable to activate a pod due to receiving a communication error. The patient reports they had gone to their endocrinologists office as they had no back up treatment. Once at their endocrinologists office the patient was treated with a manual shot of insulin. The patient was prescribed an insulin pen. The patient was at their endocrinologist appointment for 1 hour.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported required intervention. No lot release records were reviewed, as the product lot number was not provided.